Manufacturer narrative:
This report was initially submitted following notification that a customer in france reported the occurrence of a false susceptible amc (amoxicillin/clavulanic acid ) for klebsiella pneumoniae in association with the vitek® 2 ast-n340 test kit. Biomérieux investigation was conducted using the strains (s1,s2,s3,s4) submitted by the customer. Investigational testing included: vitek® 2 gn ID: identification confirmed to klebsiella pneumoniae for each strain. Reference method agar dilution (ad) used for the development of amoxicillin/clavulanic acid (formulary amc01n): s1: amc mic = 2/1 (s); s2: amc mic = 8/4 (s); s3: amc mic = 8/4 (s); s4: amc mic = 8/4 (s). Vitek® 2 ast-n340 (customer lot and random lot): s1 on both lots: amc mic <= 2 mg/l (s); s2 on both lots: amc mic = 4 mg/l (s); s3 on both lots: amc mic = 8 mg/l (s); s4 on both lots: amc mic = 4 mg/l (s). The investigation duplicated the customer result for each isolate, with mics correlated to the reference method (agar dilution). The investigation concluded the vitek® 2 ast-n340 cards are performing as intended.

Event description:
A customer from (B)(6) notified biomérieux of a false susceptible amc (amoxicillin/clavulanic acid ) for klebsiella pneumoniae, from three (3) different urine samples, in association with the vitek® ast-n340 test kit. Each sample was tested twice with ast-n340. The customer reported that ticarcillin was resistant, piperacillin/tazobactam were resistant and sometimes intermediate, and amc was susceptible. All results were reported as resistant with disk diffusion. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. The test reports and isolate were requested from the customer. A biomérieux internal investigation will be initiated.